Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and was not damaged. Also, the instrument was found to have a broken pitch cable at the distal end. The crimp is not readily visible during failure analysis. By design, the crimp will not fall out unless the grip assembly is severely damaged. There is no material missing. The fenestrated bipolar forceps also had the distal clevis and the proximal clevis broken. The distal clevis and proximal clevis were not returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the graspers of the fenestrated bipolar forceps instrument were locked into an angled position inside the patient and would not release. The fenestrated bipolar forceps was not locked on tissue. The trocar and instrument had to be removed together. The instrument tip had to be broken off for the instrument to be removed from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.